Event description:
It was reported that incorrect interpretation of signal was noted on the device resulting in inappropriate high voltage therapy. Medication was administered, however, additional high voltage therapy due to incorrect interpretation of signal was again noted. Additional adjustments to medication were made. The patient was in stable condition.